Manufacturer narrative:
Complaint confirmed. Visual evaluation showed extensive physical damaged. It was noticed that the rubber piece of the latch door was missing. Which will not secure the front housing properly. Functional evaluation showed the unit was able to power on. No error codes. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 01/19/2022 it was reported by a arthrex representative via sems that an ar-6475 pump displays pressure fault when in use. This was discovered during use in a procedure. No patient harm. Ts: checked with a manometer and noticed that the pressure indicated and the measured pressure is off. Requested additional information.